Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files. Technical service reviewed the log file and replied to the customer. A loss of external power event while using the mpu was confirmed. The event log file contained approximately 6 days of patient event data. There was one loss of external power event that occurred with the patient using the mpu. The controller operated on backup battery power during the loss of mpu output period. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu output. The mobile power unit (mpu) assembly (pn 108285) was made in 09jun2021. The unit was packaged (pn 100160230) and placed into stock on 29jun2021. The unit was sent to the customer on 25aug2021. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were no external power events captured (B)(6) 2021 on mobile power unit (mpu). The patient was hospitalized after implantation on (B)(6) and it was believed this occurred during left ventricular assist device (lvad) patient training. The patient was using the locking version of the mpu ac power cord. The mpu is operating well currently. There were no special environmental circumstances that affected the power source.